Event description:
A report was received that the patient's trial system was causing a lot of discomfort. The patient had the devices removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50e, serial #: (B)(4), description: trial linear 3-4 lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's trial system was causing a lot of discomfort. The patient had the devices removed.